Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the insulin pump had an unexpected restart. Customer stated that they were able to clear the alarm successfully and also were able to rewind. Customer stated that the insulin pump alarmed shortly after inserting the battery. No harm was required during medical intervention. The insulin pump will be returned for analysis.